Event description:
It was reported that during an endoscopic diverticulectomy, when the cut was made, the device did not staple. This left a hole in the pt's esophagus. The case was completed with the same device and a reload. The pt is currently doing fine.